Manufacturer narrative:
Patient information was unavailable from the site. The probe was returned to the manufacture for evaluation. After functional testing and visual/physicals examination the reported issue was confirmed. As reported, the returned probe has a slightly bent tip. Otherwise, with markers attached and fully seated, the probe displays good geometry and divot error readings with normal tracking and verification. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a sacroiliac and thoracolumbar procedure. It was reported that the tip of the probe was deformed. A new probe was opened to complete the procedure. There was no delay. The patient impact was asked but unknown. Medtronic received additional information that there was no reported patient impact.